Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, runthourh ns, neos soft; guide catheter: launcher 7f sl4, opticross. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a concentric de novo coronary lesion in the distal left circumflex artery with heavy tortuosity, heavy calcification and 90% stenosed. The lesion was predilated and intravascular ultrasound (ivus) was performed. The 2.25 x 15 mm xience alpine stent delivery system (sds) was advanced to the target lesion and failed to cross due to the patient anatomy. Resistance was felt during the attempts to retract the sds which resulted in the stent implant dislodging from the balloon in the main left coronary artery (lca). Stent retrieval was attempted with a non abbott balloon catheter, as well as a 2.0 x 12 mm trek rx; however, retrieval was unsuccessful. Another non abbott stent was then deployed from the main lca to the proximal left anterior descending artery, embedding the dislodged xience alpine stent into the vessel wall. Another non abbott stent was implanted in the proximal left circumflex artery and the procedure was completed. There was no clinically significant delay in the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and additional treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.